Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter displayed an error 1 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that he obtained the error 1 message while on holiday in (B)(6) on (B)(6) 2017. The patient manages his diabetes with insulin which he self-adjusts. He reported that he continued with his usual insulin intake after obtaining the error message. He reported that two days after the start of the alleged issue, on (B)(6) he had a reaction where he felt like he ¿couldn¿t walk.¿ he reported that he self-treated his symptoms with two dextrose tablets. He denied using any other device to test his blood glucose levels. During troubleshooting, the csr noted that the subject meter was not being used for the first time. The patient¿s meter and test strips were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Couldn¿t walk, after the alleged product issue began.